Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2022 under general anesthesia due to pain. The patient was reimplanted with another cochlear device during the same surgery.